Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2015. During the procedure, the femoral stem would not seat. The stem was removed and another stem was utilized to completed the procedure. It was noted the removed stem was missing porous coating, however it was not retained by the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The likely cause of stem not seating is due to external conditions that prohibit the insertion and initiated the loss of porous coat.